Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the generator failed an incoming vxi test due to its liquid crystal display being out of specification, it was missing pixels. Analysis also noted that the upper and lower cases and its battery were broken and contaminated, the battery release was contaminated, the bail covers, ring cover, bails and ring were missing, the ventricular output connector was broken, the battery contacts were compressed, the keyboard was scratched and the lead flex cover was corroded. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.